Event description:
Nursing home resident walked out of her room into the hallway yielding for help and stating there was a fire. Nursing facility staff responded and when entering the room found the oxygen concentrator to be on fire. Dose or amount: 2 liters, frequency: prn, route: nasal cannula. Dates of use: began on admission (B)(6) 2016. Diagnosis or reason for use: j96.21 respiratory failure, j44.9 copd.